Event description:
It was reported that the left ventricular (lv) lead fixation failed and the lead dislodged. There were no other branches so the lv lead was explanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.